Event description:
Following bilateral intraocular lens (iol) implant surgery, a surgeon reported an opacified lens in one eye. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot.